Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes back-up operation. After a software download was performed, the telemetry showed low lead impedance, high battery impedance, and dashes for the battery voltage. A second download did not solve the problem.